Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: radiology coordinator. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that a non-deployment event occurred due to an obstruction of the distal tip. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that after the angio-seal sheath cap is clicked in the rear position, the device was pulled along the angle of the puncture track. However, there was no rope, collagen or plug present (even under echo). Hemostasis was achieved with manual compression. There was no blood loss. Additional information was received on 11oct2024: the type of procedure being performed for the patient prior to use of the angio-seal was a peripheral angioplasty using a 6fr sheath. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The patient was stable, and the procedure was a success.